Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: d284vrc implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered due to oversensing on the right ventricular (rv) lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Maximum ventricular pace impedance rises from 1406 ohms to week ending (B)(6) 2012 to 2261 ohms the week ending (B)(6) 2013, then to 1843 ohms the week ending (B)(6) 2013. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert (lia) were met. Lia triggered on (B)(6) 2013 due to meeting the conditions for non-sustained tachycardia and ventricular sensing integrity count. Two non-sustained tachycardia episodes of less then 220 ms cycle length are recorded between (B)(6) 2013. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. A total of 159 ventricular sic occur since (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.